Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient received PICC-line 5/15. When repositioning before treatment on 10/6, it is noted that there are holes in the PICC-line catheter. The catheter is half off in the joint between the hard wing and the soft part of the catheter towards the exit. The hole is noted immediately when repositioning before the catheter is even flushed. The catheter measures 0 cm from the 0 mark and is secured with a stat cap. The catheter lies completely straight under previous bandages, not near the crease of the arm, can't see that the catheter was kinked in the area where the hole is. According to the patient, no one cut the dressing during removal. The catheter is off right in the transition between the hard and soft part, as if it has partially come off in the joint. When removing the catheter, it is also noted that the catheter during removal has a distinct kink on the catheter approx. 4 cm inside the exit, thus the catheter that was inside the insertion. The patient did not take any direct damage apart from the fact that she has have two other piccs with holes in the piccline and now had to receive the treatment peripherally. No other information was provided. It was stated the patient has had a total of three piccs removed due to holes. This report addresses the first device.

Event description:
It was reported, patient received PICC-line 5/15. When repositioning before treatment on 10/6, it is noted that there are holes in the PICC-line catheter. The catheter is half off in the joint between the hard wing and the soft part of the catheter towards the exit. The hole is noted immediately when repositioning before the catheter is even flushed. The catheter measures 0 cm from the 0 mark and is secured with a stat cap. The catheter lies completely straight under previous bandages, not near the crease of the arm, can't see that the catheter was kinked in the area where the hole is. According to the patient, no one cut the dressing during removal. The catheter is off right in the transition between the hard and soft part, as if it has partially come off in the joint. When removing the catheter, it is also noted that the catheter during removal has a distinct kink on the catheter approx. 4 cm inside the exit, thus the catheter that was inside the insertion. The patient did not take any direct damage apart from the fact that she has have two other piccs with holes in the piccline and now had to receive the treatment peripherally. No other information was provided. It was stated the patient has had a total of three piccs removed due to holes. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. Two 4fr sl powerpicc solo catheters were returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and a split was observed between the 8 and 9cm marks of the first sample and then where the catheter connects to the suture wing on the second sample. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.